Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced due to a electrical component failure. We are unaware about patient injury.

Manufacturer narrative:
The problem is under investigation. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.